Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: corrected fields: d1 (brand name), e1 (event site telephone). Due to character limitation in block e1: event site name: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1 g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation, below field are added from e1- initial reporter- (B)(6). Event site name- (B)(6). A getinge fse replaced the upper screen (0167-00-0127) of the device. Performed functional tests and verification checks. Equipment suitable for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site city is (B)(6). Updated field: b4 , g3 , g6 , h2 , h11. Corrected field: e1 (event site address, city) , h6 (medical device ¿ problem code, investigation findings, component codes).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, cardiosave intra-aortic balloon pump (iabp)'s screen was broken. There was no patient involvement.